Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd ultra fine¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that sugar levels were not controlled owing to when the consumer depressed the dose knob sometimes it did depress and when he replaced the bd branded needle the pen would work.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra fine¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter: it was reported that sugar levels were not controlled owing to when the consumer depressed the dose knob sometimes it did depress and when he replaced the bd branded needle the pen would work.